Event description:
One atrial undersensed beats noted vs far field r wave oversensing." Lead manufactured by boston scientific. Case: (B)(4) / sr (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).